Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer spoke with tech and stated that the patient alleged that the chair will turn on but it takes an extended period of time to work then it will drive by itself.